Event description:
The physician stated he had five pts who experienced reactions. The pts had developed painful effusions in the injected knee joint. The physician described the reactions as "more than synovitis." The first of five pts developed an effusion after the third injection and 140cc of lfuid was aspirated from the inejcted knee. Fluid was cultured and found ot be negative. The physician assessed the reaction as "severe." The pt received an injection of cortisone as treatment for the effusion. At the time of this report, the pt's outcome was unknown.